Manufacturer narrative:
The reported observation of unable to connect to ipg after procedure was confirmed. The root cause was due to the device entering the service application state. The device experienced multiple msp resets as a result of the patients unrelated procedure resulting in a stuck processor state, which is a state related to a service application conditon. Per clinicians manual arten600337469 - under warnings - there is sufficient documentation concerning the use of electrosurgery devices. To avoid harming the patient or damaging the neurostimulation system, ensure that any electrosurgery procedures are completed before connecting the leads or extensions to the ipg.

Manufacturer narrative:
The event of unable to connect to ipg after procedure was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. App displayed: "cannot connect to generator. A problem was found that could not be repaired." The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.